Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that two days post implant the patient suffered a severe allergic reaction to the implantable cardiac monitor (icm). Post-operatively the patient also had an allergic reaction they believe to the chloroprep cleaning solution and was given hydrocortisone immediately after the procedure. The rash that appeared following this over the next two days covered the patient's upper chest and back areas. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.